Event description:
Additional information reported that the patient had the broken lead explanted. The patient had been experiencing less than 50% therapy relief, a loss of efficacy. The plan was to implant a new lead on (B)(6) 2013.

Event description:
It was reported that the patient had high impedances, all bipolar and monopolar pairs were >2,000 ohms, so reprogramming was not an option. X-rays showed a lead break beyond the connector on the lead and the health care provider (hcp) stated the break was "obvious, there was a gap." There were no related falls or traumas by the patient and lead revision was a must. The hcp also stated, the patient was difficult to begin programming because she had a "burning" in her hand because, the lead was "too far back." Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient had carpal tunnel syndrome. It was stated as unrelated. The patient outcome was listed as no injury. No further information was reported.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3389s-40 lot# v512938, implanted: 2011 (B)(6), product type lead. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID 3389s-40, lot# v512938, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type lead. (B)(4).